Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from mid-section to distal end lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The mildly calcified, concentric target lesion with a bend more than or equal to 90 degrees was located in the left circumflex artery. A 3.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and another promus element plus stent was used with the help of a buddy wire support. The procedure was completed with good outcome. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.